Event description:
The customer reported that one of the caregroup beds was not alarming audibly for another bed. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). A philips filed svc engineer went onsite to investigate the issue. After checking the set up, the volume on the monitor was turned up to a level the customer preferred resolving the issue. The available info supports that there were no malfunction of the device, labeling, or design, but rather a user interface issue. Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No other calls were logged by this site for this issue, and no further investigation or action is warranted.